Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted on december 18, 2018 of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
Consumer reported that seven u by kotex sleek regular tampons fell apart inside of her upon removal. She experienced bleeding, nausea and hot flashes. She visited her doctor who performed an ultrasound and found blood in her uterus.